Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a dexcom g7 continuous glucose monitor pairing failure to the ilet after initial app pairing, which was addressed by instructing the user to toggle bluetooth, restart, and re-enter the g7 pairing code to restart the pairing process. Symptoms included no adverse clinical effects and no effect on blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included user coaching, device setting verification, and attempts to replicate and resolve the connectivity issue through troubleshooting steps. Investigation of this case revealed a transient connectivity issue consistent with pairing or communication interruption between the cgm and the ilet, with no malfunction of the pump hardware reported. It was concluded, based on previously established findings for similar reports, that the cause was a user-device interaction and environmental or bluetooth communication factors leading to temporary pairing failure.